Manufacturer narrative:
(B)(4). Concomitant medical products - m2a 38mm mod hd -6mm nk/ pn 11-173660/ ln 371730, taperloc por lat fmrl 12.5x145 pn 11-103206/ ln 197970. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of it being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately one year post implantation due to cup loosening. The cup and head were removed and replaced.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspection was not performed. Device history record (DHR) was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.